Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer reported that she had been dealing with sensor glucose versus blood glucose issues starting from this afternoon. The sensor glucose would range from 50 to 200 while her blood glucose seemed to stay within range at about 152mg/dl. She's going to change the sensor and was expecting a replacement to be made for that sensor. She was extremely dissatisfied that she could not immediately be connected to a technician. The customer already removed the sensor because the readings kept changing fast with sensor glucose 275mg/dl to 40mg/dl and then it kept going to threshold suspend and when she removed the sensor the cannulas had blood at site. The customer declined troubleshooting for blood at site. The sensor will not be returned for analysis.